Manufacturer narrative:
(B)(4). The device was not returned to physio-control. A third-party service agent performed an initial evaluation of the customer's device and verified the reported issue. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56. Device not evaluated by manufacturer.

Event description:
A third-party service agent contacted physio-control to report that their customer's device would not complete its boot-up cycle. The device's display would freeze n the self-test screen. In this state, the device would not be able to provide therapy, if it were needed. There were no reports of patient use associated with the reported event.

Manufacturer narrative:
The third-party service agent provided the customer with a price quotation for the repair. The customer declined the repair and the device was returned to the customer without repair. Therefore, the cause of the reported issue could not be determined.

Event description:
A third-party service agent contacted physio-control to report that their customer's device would not complete its boot-up cycle. The device's display would freeze n the self-test screen. In this state, the device would not be able to provide therapy, if it were needed. There were no reports of patient use associated with the reported event.